Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause - strip inserted backwards or upside-down. (B)(4). Note: after several attempts manufacturer contacted customer on 4/7/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer had no symptoms and no medical attention was needed or reported since the previous call.

Event description:
The customer called stating the meter would not turn on. The customer also stated that it looks like the battery exploded in the meter. Customer stated she has not used the meter for a year and a half. During the call on (B)(6) 2017, it was verified that the battery had been installed properly with the + sign upwards. The customer's expected fasting blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer stated she was having tingling in her hands and feet. Customer stated she thought her blood glucose was high. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 02/28/2016; strips are expired. The meter memory was not reviewed for previous test result history.